Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Arrive2 clinical study. Same patient as 6000089-2007-00603. It was reported that 609 days after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis (st), myocardial infarction (mi) and required a target vessel reintervention (tvr). Target lesion 1 was a 3.5mm, 80% stenosed, 10mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct placement of a 3.5 x 16 mm taxus express2 study stent. Residual stenosis was 0%. During treatment of target lesion 1, a side branch event of plaque shift into the r-pda. Target lesion 2 was a 3.0mm, 80% stenosed, 10mm long portion of the right posterior descending artery (r-pda). The physician treated the lesion with predilation and placement of a 3.0 x 12 mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and plavix. At 609 days after the initial procedure, the patient was hospitalized due to anterior, inferior q wave mi. The physician assessed the relationship of the mi to the taxus stent as probable. The patient was found to have a st. The physician assessed the relationship of the st to the taxus stent as probable. The patient underwent pci with angioplasty to the mid rca. The patient was noted to have had diffuse in-stent restenosis of the previously placed taxus stent. The physician assessed the relationship of the tvr to the taxus stent was probable. The patient was discharged 2 days later.